Event description:
The patient reported no stimulation sensation; there was no known accident or incident related to this. The patient's symptoms were at the paresthesia area. The patient was at home. The patient was encouraged to contact her healthcare professional (hcp). In follow-up, the hcp reported that the patient experienced a lack of therapeutic effect. A lead problem was suspected; additional details and resolution were not provided. The hcp reported the patient outcome as "no injury".